Manufacturer narrative:
(B)(6). A medtronic representative inspected the imaging system on-site and could not replicate the reported communication issue. The network information and configuration was checked, and was correct. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system could not communicate with the imaging system. Specifically, images from the imaging system could not be transferred to the navigation system. Navigation was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. No impact to the patient was reported. No additional details were provided.

Manufacturer narrative:
A medtronic representative reported that the site was using two bad network cables. The rep went to the site and used a different cable and communication was established immediately. The software investigation confirmed that the reported event was related to an issue with the site's network cable and unrelated to a software issue. The software functioned as designed.